Event description:
It was reported that the patients implantable pulse generator (ipg) flipped causing pain. The patient underwent a procedure wherein the ipg was replaced and relocated. No device malfunction suspected. The patient was doing well postoperatively and the explanted ipg will not be returned per facility policy.

Manufacturer narrative:
Block b3: exact date unknown, event occurred six months prior to the date the manufacturer became aware of the event.